Manufacturer narrative:
Additional information received from the agent on feb 8, 2019: no trauma occurred. The patient has a standard lifestile (no excessively active). Batch review performed on 25 february 2019: lot 170790: (B)(4) items manufactured and released on 27-jun-2017. Expiration date: 2022-06-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: knee revision surgery due to tibial fracture occurred few weeks after primary cemented unicompartmental knee arthroplaty in a (B)(6) year-old woman. The poor quality of the xray images may induce in error; the picture labelled "post-op" leaves a suspect of overhang, cortical bone compromise and potential orientation difficulties, difficult to judge because of the partial image. The actual relevance of these details on the subsequent fracture is unknown. There is no report of a traumatic event, therefore the normal bone weakening due to the tibial preparation in an elderly woman may have favoured the formation of the fracture.

Event description:
Revision surgery performed due to a loosening of the tibial tray caused by a bone fracture close to the anterior fixation peg. After a few weeks from the unicompartmental knee replacement surgery, performed with a moto implant on (B)(6) 2018, despite post-op x-rays were good, the patient came back to the surgeon complaining about mild medial knee pain. After a further clinical investigation, the surgeon observed a bone fracture of the tibial plate close to the anterior fixation peg. After monitoring period of the case, on (B)(6) 2019, the surgeon decided to reoperate the patient, all components were removed.